Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument it was observed that the instrument has loose wires. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cables are loose, but are not visibly broken at the wrist. The housing was removed to find that one of the pitch cables derailed from the back idler pulleys. The cable is wedged between two pulleys and has lost tension. The clamping pulley screws are still tight. Failure analysis investigation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are .033 - .068 in length and are not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.